Manufacturer narrative:
This supplemental is to let the FDA know that (B)(6) should not have been sent to the FDA as (B)(6) was incorrectly marked as reportable at intake.

Event description:
It was reported that at the infusion center the nursing team noticed bubbles popping up in tubing after the line was primed. There is no further information and no indication of patient harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that at the infusion center the nursing team noticed bubbles popping up in tubing after the line was primed. They would re-prime the line and start again, but it's happening often enough to look into. Especially since certain expensive medications can be involved. It takes longer for patient to get medication and clinician has to keep a closer eye during administration.